Manufacturer narrative:
H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred a year ago during fall of 2019. Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of clearlink system continu-flo solution sets disconnected and subsequently leaked. During chemotherapy infusions (nivolumab and unspecified) the line connector popped off from a one-link needle-free IV connector and the leak ¿spilled¿ out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.